Event description:
Rptr states that "lily" discontinued the insulin that has kept rptr alive for 45 years. Rptr had tried the lente humulin 15 years ago. It didn't work. Dr sent rptr to a specialist to evaluate. Specialist gave rptr a prescription for insulin. Took it for 10 days. Tested blood with "old fashioned non computerized strips". When rptr visits the diabetic specialist, they measured blood with the computer (same as one reported). It said 260. Rptr's old fashioned test said 40 as it had for 10 days. Dr said rptr would either go to 2 or 3 shots a day or dr could not allow rptr to be their pt. Rptr said no. Rptr took a new computer home and after 8 strips and 1 hr on phone with medisense, they said "the computer your dr gave you does not work." They sent rptr a new one. After 6 strips and 45 mins on phone, rptr got a reading of 70. The "old fashioned" test (which rptr's dr had told rptr to throw away because they didn't work and did not have the accuracy which the computer had) measured 70 also (same). Rptr has not been able to get a reading from this new computer since. It either reads 'err' or gives no result at all. Rptr states that had they listened to rptr's dr, rptr would be dead. The 3 shots a day would have killed rptr as that night at 1:00 am rptr had a low blood sugar reaction. The additional shots would have made that worse.